Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was affected and displayed as "high," but the specific value was unknown. To address the high blood glucose, the customer administered a correction bolus via pump and later changed the infusion set and cartridge before resuming insulin use. There was no requirement for third-party assistance, and no further occurrence of occlusion issues was reported. The case was resolved, and no additional assistance was necessary.